Manufacturer narrative:
During functional testing, the returned thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post error) error message. Root cause was due to defective cooling engine likely due to aging. Upon visual inspection no physical damage was observed. The console is a reusable device and was manufactured on 04 nov 2013. It has exceeded its expected serviceable life of five years and is over 5 years old. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
During functional testing, the returned thermogard console (sn (B)(4)) displayed a tcmid:06 (ce post error) error message.